Event description:
The customer reported that the clinic has had an increase in elevated patient test results since (B)(6) 2026. The customer stated that one patient's blood lead test result obtained with the leadcare ii test system was 3.9 ug/dl. The patient was sent for confirmation testing; however, the confirmation test results are not provided to the clinic. The customer reported that the control values were in range at the time the test kit was opened: level 1 = 11.6 ug/dl (target range = 8.6 - 14.6 ug/dl). Level 2 = 32.5 ug/dl (target range = 28.2 - 36.2 ug/dl). During troubleshooting with ts, the customer described the blood sample collection and handling procedures that were used which indicated that the product instructions for use (IFU) were not being followed. For example, the sample collection site was prepared by wiping it with an alcohol pad, the patient's skin was touched to remove the first droplet of blood, and the capillary tube was taken into the exam room for sample collection then carried back to the lab where the testing is performed. In addition, the customer stated that the room where the analyzer is located contains a vent, although the air from it was not blowing directly onto the analyzer. Ts instructed the customer to follow the blood lead capillary sample collection guidelines in the IFU and the cdc guidelines for blood lead capillary collection. Ts also sent the cdc guidelines to the customer . In a follow-up communication on 06-feb-2026, the customer stated that the clinic has changed their sample collection and handling procedure to match the cdc guidelines, and that the staff has been re-trained. In addition, the analyzer was moved away from vent. The customer confirmed that since making these changes they have had no further issues with testing.

Manufacturer narrative:
The customer call included report of four (4) elevated patient results. This report documents one patient result. Separate mdrs are filed for each result. The report(s) number associated to event is referenced in the 3500a form for traceability.